Event description:
One day post implant it was reported that the right ventricular (rv) lead had diminished r-waves. It was also noted that they were slightly varying. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).